Event description:
It was reported that the close ventilation suction systems broke at the white ring several times. It was further reported that the blue control valve of the systems broke and not the white ring. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed .no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.